Event description:
The customer reported that there was a speaker malfunction. The device was not in clinical use at the time the issue was discovered; this was discovered during an update by a philips field service engineer. There was no patient involvement.